Event description:
The report stated that during a radio frequency ablation, the pt complained of pain on their right thigh. Another pad was opened and used and the procedure was completed. This was a single ablation for 2 minutes at a maximum of 100w. There was a 1st degree burn, 2 x 0.5cm in size. No special treatment was required for the burned site. A rep reported that the account removed the clear plastic backing while holding the tag on the cable side, so the metal part beneath the conductive gel was exposed which may have caused the burn.

Manufacturer narrative:
Date of initial report: 05/05/2008. To date the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted. Dgphp site burns can be the result of a number of causes including placement, duration of treatment and power settings, pt condition, and potentially by failure of the dispersive electrode to perform as intended. In this case, without the return of the incident dispersive electrode we were unable to determine if any defect of the prod caused or contributed to the incident or if there was exposure by the user of the underlying metal foil. One of the causes of the burns is poor dgphp placement. As noted above, proper placement of the dgphp and ensuring good contact throughout the procedure (especially if the pt is repositioned) are critical components to avoiding burns. This is covered in detail in our IFU. Furthermore, we are aware that some customers reuse pads even though they are clearly labeled as single use devices. Reused dispersive electrodes can dry out and be a source of burns because they do not conduct electrical current properly. We are closely monitoring the incidence rate of dispersive electrode burns. The rate of burns for valleylab dgphp dispersive electrodes continues to be lower than the overall rate of radio frequency ablation dispersive electrode burns as sited in current medical literature. Continuous improvement efforts are on-going to endure that customers are properly trained and our IFU clearly illustrates the proper placement of the dispersive electrodes. We also reinforce the importance of not reusing these single use devices to the customer whenever the opportunity arises.